Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the physician's programming system was not working that morning. The tc went to the site that day to troubleshoot with her system and she found that both the wand and the serial cable were not functioning. The physician's serial cable was isolated with the tc's known good tablet and wand to be malfunctioning. And when the tc's good tablet, good cable and the physician's wand were tested, the wand did not work. However, product analysis on the wand confirmed full functionality of the returned wand. The serial cable is still pending product analysis.

Event description:
Product analysis for the tablet serial cable was completed and approved on 03/10/2016. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.